Manufacturer narrative:
H3: one device was received for analysis. The device had not been in before for repair related to the customer stated problem. Functional checks and visual inspections were performed. The customer reported problem was duplicated as the device alarmed "cassette not attached properly". The downstream occlusion (dso) senor will be exchanged to solve the problem.

Event description:
It was reported that the device exhibited, ¿cassette unit is not properly seated in the pump and downstream occlusion.¿ there was unknown patient involvement.